Manufacturer narrative:
The procedure was successfully completed with this device without complications on (B)(6) 2011. This report is being submitted to notify FDA of a serious adverse event that occurred post-procedure and was reported to angiodynamics on (B)(4) 2011. There was no report of device malfunction during the entire procedure. In the opinion of the physicians who performed the procedure, this adverse event could have happened in any patient and was not related to the procedure or the device. The company is trying to obtain additional information on the patient's medical condition. Any new information obtained by angiodynamics will be reported as follow-up. (B)(4).

Event description:
A male patient of unknown age presented for a nanoknife ledc ablation on (B)(6) 2011. The procedure was successfully completed with no harm or injury reported to the patient. Approximately three (3) months post-procedure the patient was admitted to the hospital for ascites and was hospitalized several days. Fluid was removed twice; eight (8) liters and five (5) liters respectively. It was noted that the decision to rehospitalize the patient was due to the patient's personal situation (alone, alcoholism) and not because of his health condition.